Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 52 mg/dl. Customer stated the insulin pump may have had exposure to moisture due to rain. Customer stated he had eaten. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).